Event description:
Procedure performed: ni. Event description: additional feedback received from the field team on (B)(6) 2024 through teams: "the pouch has a hole at botton thus causing the bile to spill during the operation." Additional feedback received from the field team on (B)(6) 2024 by email: "there has been no reply from the customer yet." Additional feedback received from the supply chain team on (B)(6) 2024: "item was thrown away, we will not be returning it". Intervention: ni. Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the complainant's experience as the bag distal tip was cleanly cut. Based on the description of the event and the photo provided, it is possible that a sharp instrument or an object came into contact with the specimen bag, causing the hole in the bag. However, the exact root cause of the specimen bag hole is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: (B)(6). Event description: additional feedback received from the field team on july 15, 2024 through teams: "the pouch has a hole at bottom thus causing the bile to spill during the operation." Additional feedback received from the field team on july 22, 2024 by email: "there has been no reply from the customer yet. " additional feedback received from the supply chain team on july 26, 2024: "item was thrown away, we will not be returning it" intervention: ni patient status: ni